Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
No hearing sensation with the device after severe trauma to the head was reported.

Event description:
It was reported that the user had no hearing sensation with the device after a severe trauma to the head. The user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a mechanical damage of the stimulator housing, which is typical for an external impact to the housing, appears likely. However, an investigation of the explanted device is necessary to determine an exact root cause of failure. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. The investigation results appear to match the problems mentioned in the patient report. Other mechanical damages are attributable to the removal surgery. This is a final report.

Event description:
It was reported that the user had no hearing sensation with the device after a severe trauma to the head. The user was re-implanted.